Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 345-355 mm from the tip. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. Analysis determined the issue reported in this report and report 2124215-2015-05179 were due to the fracture. An initial report was previously submitted to FDA on 02/10/2009; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
A portion of the lead was returned after being taken out of service due to issues reported in report number 2124215-2015-05179.